Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the atrial lead dislodged three times. The lead was not used, and a new lead was implanted. The patient was in stable condition post-procedure.